Event description:
A customer reported experiencing a minimum fill notification with their insulin pump, which was not wearing a protective case. The customer's blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. Despite several attempts to resolve the issue, including cleaning the pump and loading new cartridges, the problem persisted. Technical support guided the customer through troubleshooting steps, but the issue remained unresolved. As a result, a replacement pump with updated software was approved and sent to the customer, who acknowledged and understood the instructions for returning the malfunctioning pump.